Event description:
It was reported that this pacemaker was interrogated and discovered to be in safety mode. Surgical intervention was performed and the pacemaker was explanted and replaced. No additional adverse patient effects were reported. The pacemaker remains at quarantine in the hospital and will be returned back to boston scientific when available.